Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with approximately 240 units of insulin during the load sequence. Customer reported using humalog u-200 insulin and was not performing the air removal step. Tandem technical support informed customer that this is off label per the user guide. There was no reported impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy until replacement arrived.